Event description:
Healthcare professional reported left side with rupture and ¿completely liquified but without silicon extravasion¿. Capsulectomy performed. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d9, g4, h3, h4, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a crease smooth broken assessed to a fold flaw opening. Additional observations: ¿ crease fold observed in the device. ¿ black particles inside observed in the device. ¿ wear abrasion observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Next to the device is a red biological tissue. Observed two devices, one device appears to be intact, and the other device has an opening also this device is inside of the plastic receipt, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side with rupture and ¿completely liquified but without silicon extraversion¿. Capsulectomy performed. Device has been explanted and replaced.